Manufacturer narrative:
Age at time of event- 18 years or olderthis supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 01:31 pm CT.the report number is being corrected from: 2134265-2018-64126to: 2134265-2018-62570.

Event description:
It was reported that collar detachment occurred. The totally occluded, 2mm target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A guidezilla ii pv long guide extension catheter was selected for use. During procedure, a guidezilla 7f and a non- bsc catheter were used to cross the lesion area; but, guidezilla 7f was unable to cross the lesion. A 6f long was then used to replace the 7f guidezilla and crossed the arch area with the coyote 2/220. Consequently, resistance was met when the 6f long was removed and it was noted that the collar connection part detached and fell off in the patient when it was pulled. The detached collar part was removed from the patient by using a balloon catheter. As per physician, the collar detachment occurred due to the severe calcification. The procedure was not completed due to unavailability of the same device. No patient complications were reported and patient's status was good. The device was returned in two pieces with the inside and outside of the lumen bloody. The hypotube, collar, distal shaft and tip was microscopically and visually inspected and observed that the tip/shaft was misshapen and flattened for a length of 7mm. Hypotube kinks were located at 49cm and 62cm from the strain relief and numerous kinks in the distal shaft was also observed. The distal shaft also had abrasions along the entire shaft and a complete separation of the shaft at the collar with braid exposed at the separation was noted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that collar detachment occurred. The totally occluded, 2mm target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A guidezilla ii pv long guide extension catheter was selected for use. During procedure, a guidezilla 7f and a non- bsc catheter were used to cross the lesion area; but, guidezilla 7f was unable to cross the lesion. A 6f long was then used to replace the 7f guidezilla and crossed the arch area with the coyote 2/220. Consequently, resistance was met when the 6f long was removed and it was noted that the collar connection part detached and fell off in the patient when it was pulled. The detached collar part was removed from the patient by using a balloon catheter. As per physician, the collar detachment occurred due to the severe calcification. The procedure was not completed due to unavailability of the same device. No patient complications were reported and patient's status was good.